Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 15/oct/2018. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation.

Event description:
Physician reported right side erythema, " suspected alcl", "inflammatory rearrangement", and "haematic liquid without atypical cells.". The physician stated "the suspicion of lymphoma in this patient was cleared on [date]. There is no argument in favour of lymphoma or carcinoma.¿ the device has been explanted.